Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in the emergency room. It was noted that the right ventricular (rv) lead exhibited loss of capture, and over-sensed noise resulting in pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.